Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead damage after being implanted due to electrocautery and the lead impedance was dropped upon retesting the lead. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Helix is retracted. Dried body fluid and tissue were noted in the helix housing. Electrical continuity testing passed which indicating conductors are intact. Furthermore, the device damage and pacing impedance low allegations were confirmed based on the finding of cuts or punctures from some type of tool from the terminal end.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead damage after being implanted due to electrocautery and the lead impedance was dropped upon retesting the lead. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.